Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received the elective replacement indicator. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Corrected: b5.

Event description:
It was reported patient's ipg was at end of service. It is unknown if this occurred prematurely.